Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On 9th february 2023 getinge became aware of an incident with one of our columns 118001b4 - hybrid or table column, surface-mounted. As it was stated, the unintended right tilt movement occured during preparation of the patient for the procedure. The patient was on the operating table and anesthesia was started. The staff tried to stop the movement using hand control with no effect. Error message 7/121 was displayed. The staff secured the patient on the table top, transferred to the gurney and moved to another operating room to continue the procedure which resulted in a delay. There was no injury of the patient reported, however, we decided to report the issue as a delay of surgery, leading to prolonged anesthesia time, could lead to serious injury in case of event recurrence.

Event description:
On 9th february 2023, getinge became aware of an incident with one of our columns 118001b4 - hybrid or table column, surface-mounted. As it was stated, the unintended right tilt movement occurred during the preparation of the patient for the procedure (right angiogram with lower extremity angioplasty). The patient was on the operating table and was already anesthetized. The staff tried to stop the movement using hand control with no effect. Error message 7/121 was displayed. The staff held the patient in place before he began to slip off. The patient was secured on the table top, transferred to the gurney and moved to another operating room to continue the procedure which resulted in a delay of 15 to 30 minutes. There was no injury of the patient reported, however, we decided to report the issue as an unintended movement of the table leading to a delay of surgery and causing prolonged anesthesia time, could lead to serious injury in case of event recurrence.

Manufacturer narrative:
Getinge became aware of an incident with one of our columns 118001b4 - hybrid or table column, surface-mounted. As it was stated, the unintended right tilt movement occurred during the preparation of the patient for the procedure (right angiogram with lower extremity angioplasty). The patient was on the operating table and was already anesthetized. The staff tried to stop the movement using hand control with no effect. Error message 7/121 was displayed. The staff held the patient in place before he began to slip off. The patient was secured on the table top, transferred to the gurney and moved to another operating room to continue the procedure which resulted in a delay of 15 to 30 minutes. There was no injury of the patient reported, however, we decided to report the issue as an unintended movement of the table leading to a delay of surgery and causing prolonged anesthesia time, could lead to serious injury in case of event recurrence. With the investigation performed it was concluded that upon the event occurrence, the device was being used for the patient¿s treatment, and thus was also directly involved with the reported incident. As the malfunction of the double-check valve and o-rings were found, it was considered that the getinge device was not up to the specification. A review of the received customer product complaints revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. (B)(4). The affected getinge device has been evaluated by the getinge service technician. The table was tilted to the right side. The technician tried to level the table by pressing the tilt function but the same error was displayed. The error 121 indicates that the software end position has been exceeded. If the error occurs in segment 7, it is related to the edging and tilting. The technician removed the ir receiver panels and inspected the inside of the table for the oil leaks. It was noticed that there were no active leaks, but the little oil residues were presented. After putting the table in the service mod, it was possible to level the table back. The height of the table was raised and the column covers were removed. No damage or leaks in the tilt cylinders were found. The technician tilted the table and left the table locked overnight, but the position of the table was not changed. The hydraulic pressure tests on the tilt cylinders and check valve assembly were performed. The results showed that the double-check valve was defective. The technician replaced the double-check valve (part number 5202784) and 5 o-rings (parts number 17020019) on the hollow screws for the two tilt cylinders. The getinge device was released for usage. The affected table column was manufactured on 03/16/2020. Further evaluation of the affected parts was not possible as the parts were not returned for further investigation, but the technician stated that there were no signs of wear or inappropriate use (for example collisions) on the affected parts. In summary and as a result of the root cause evaluation, it can be concluded that the root cause of the reported issue remained impossible to define. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The correction of b5 describe event or problem and h4 device manufacture date fields deems required. This is based on the internal evaluation and additional information that has been received. Previous b5 describe event or problem: on 9th february 2023 getinge became aware of an incident with one of our columns 118001b4 - hybrid or table column, surface-mounted. As it was stated, the unintended right tilt movement occured during preparation of the patient for the procedure. The patient was on the operating table and anesthesia was started. The staff tried to stop the movement using hand control with no effect. Error message 7/121 was displayed. The staff secured the patient on the table top, transferred to the gurney and moved to another operating room to continue the procedure which resulted in a delay. There was no injury of the patient reported, however, we decided to report the issue as a delay of surgery, leading to prolonged anesthesia time, could lead to serious injury in case of event recurrence. Corrected b5 describe event or problem: on 9th february 2023, getinge became aware of an incident with one of our columns 118001b4 - hybrid or table column, surface-mounted. As it was stated, the unintended right tilt movement occurred during the preparation of the patient for the procedure (right angiogram with lower extremity angioplasty). The patient was on the operating table and was already anesthetized. The staff tried to stop the movement using hand control with no effect. Error message 7/121 was displayed. The staff held the patient in place before he began to slip off. The patient was secured on the table top, transferred to the gurney and moved to another operating room to continue the procedure which resulted in a delay of 15 to 30 minutes. There was no injury of the patient reported, however, we decided to report the issue as an unintended movement of the table leading to a delay of surgery and causing prolonged anesthesia time, could lead to serious injury in case of event recurrence. Previous h4 device manufacture date: 04/01/2020. Corrected h4 device manufacture date: 03/16/2020.